Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, issues with unfolding of the haptics. The iol was remained in the eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant reported the use of viscoelastic 2 percent as a viscoelastic, which is not qualified for use with the associated model. This combination is not approved by the company. The root cause of the reported complaint could not be determined, as no product was returned for analysis. The surgeon confirmed the use of a non-qualified viscoelastic. Using an unapproved ovd may damage the lens and lead to potential complications during the implantation process. Close adherence to the instructions for use provides the best opportunity for optimal delivery. Possible contributing factors may include: excessive delay between device preparation and delivery, potentially leading to haptic unfolding. Use of the delivery system in operating room temperatures outside the recommended range of eighteen degrees celsius (sixty-four degrees fahrenheit) to twenty-three degrees celsius (seventy-three degrees fahrenheit). The ovd should be allowed to reach room temperature over a twenty-minute period before use. If the operating room temperature exceeds twenty-three degrees celsius (seventy-three degrees fahrenheit), lens folding consistency may be negatively affected. The lens may become more adherent, which can hinder lens advancement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).